Event description:
It was reported the during a cardiac catheter ablation procedure the transseptal needle perforated the dilator portion of the introducer. The brk needle was prepped according to the instructions for use but the physician inadvertently did not reinsert the stylet fully into the needle. When inserting the brk needle into the sheath/dilator assembly resistance was met and a bend was noted under fluoroscopy. The brk needle and dilator were removed from the pt. Upon inspection a hole was noted in the dilator but the sheath was intact. There were no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.